Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Examination of returned device found no evidence of product non-conformance. Bony ingrowth and cement present on the tibial tray indicates that the component was well fixed at time of explant; the complaint report cannot be confirmed. A conclusive root cause of the event could not be determined.

Event description:
It was reported that patient underwent right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised to a total knee on (B)(6) 2016 due to loosening of the tibial tray.